Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 and over 600 mg/dl. Customer reported that the insulin pump had multiple pump error alarms. The troubleshooting was done for pump error alarms. Customer stated that they were able to complete insulin pump rewind. Customer was assisted with displacement test and test did pass. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, self test . All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.